Event description:
It was learned via implant patient registry that a 26mm 5200 mitral annuloplasty ring was explanted after an implant duration of eight (8) years, due to regurgitation. The explanted ring was replaced with a 25mm 11400m mitral valve. It was noted that the cause was due to ring malfunction (structural deficiency). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information were unsuccessful. As found in literature, annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs primarily as a result of progression of disease and is not related to a device malfunction. DHR review was performed along with manufacturing mitigations review and complaint history review and no relevant non-conformances were identified. Based on the evaluation and available information, a definitive root cause cannot be conclusively determined for the report of ring malfunction (structural deficiency) however the most likely cause is patient factors. An edwards defect has not been confirmed

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry and investigation that a 26mm 5200 mitral annuloplasty ring was explanted after an implant duration of eight (8) years, due to severe regurgitation. The ring was replaced with a 25mm 11400m mitral valve. Per medical records, the patient present with increase shortness of breath, echo and cardiac cath. Showed recurrent cad and severe native mitral regurgitation. The patient underwent a CABG and mvr. The mitral ring was excised and replaced with a 25mm 11400m valve with no complications. There was no evidence of structural deficiency noted for the 5200 mitral ring. On pod #8, the patient discharged home in stable condition with aspirin 81mg and coumadin qd.